Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer confirmed the customer comment that the handles and back cover were broken. It was determined during analysis that the insulation on the power cord was peeling at the connector, the power cord was replaced. Analysis also noted that the stylus was missing, the display latch hasp was broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handle and back covering on the programmer were broken. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.